Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and was required maintenance. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer found that there were no lights on drawer 5 and tested the drawer controller and found it to be faulty. During removal, the position sensor wires came out of the connector and replaced both the drawer controller and the position sensor wiring and then tested the module board and found it was also bad and replaced the module board as well to resolve the issue. The system functioned as intended after the field service engineer repaired the device.